Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked belt clip slot at the battery tube threads area, cracked battery tube threads and minor scratches on the lcd window. The reservoir fits properly into the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 15mmol/l. The customer stated that the pump case was damaged and plastic came loose at the site of reservoir attachment. The customer stated that reservoir won't stay in. The customer was advised that pump will be swapped.